Event description:
Information was received indicating that during the filling of medication in a smiths medical cadd cassette reservoir, the medication leaked. Subsequently, new cassette was used. No adverse effects were reported.